Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2088tc implantable pacing lead, implanted: (B)(6) 2013; product ID 2088tc implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was presenting with occasional light headedness, shortness of breath, fatigue, and angina. The physician believed this may be due to 100% ventricular pacing. The physician opted to reprogram the atrio-ventricular (av) delays of the device. The device remains in use. No patient complications have been reported as a result of this event.